Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver board had failed and caused damage to the brake resistor and the cable to melt. The fse replaced the brake resistor and the driver board to resolve the issues and return the instrument to operational status. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the allegra x-12r centrifuge produced a burning smell. No fire, spark or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver board had failed and caused damage to the brake resistor and the cable to melt. The fse replaced the brake resistor and the driver board to resolve the issues and return the instrument to operational status. The repairs were verified by the fse. (B)(4). Follow up 01: follow up report was originally submitted with passing acknowledgements out on january 27,2017, with an incorrect MFR report number (3007448124-2015-00023) instead of the correct 3007448124-2016-00023. The correction submitted in that supplemental was the following. After further investigation, it was identified that the cause of the event was the brake resistor of the customer's allegra x-12r centrifuge was touching the cable assembly, which caused the brake resistor cable to melt and produce an odor. The issue was resolved by replacing the damaged cable, the brake resistor and the associated brake line fuse that had broken. Additionally the following corrections/ updates were made: manufacturing contact updated to reflect current contact information. (B)(4).

Event description:
The customer reported the allegra x-12r centrifuge produced a burning smell. No fire, spark or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.